Event description:
Reporter indicated a pt's vns was disabled due to the pt reporting "severe pain" in the neck at the vns electrode site. After the vns was disabled, the pt still reported feeling pain in her neck. The pt did have recent trauma to the neck, but it is not known if this is related to the neck pain. The pt is histrionic per the reporter. No causal or contributory vns programming changes preceded the pain. The vns is working properly per the reporter. It is not known whether the vns was disabled to preclude a serious injury. Attempts for further information are in progress.